Manufacturer narrative:
Insulin pump received with no esc button response due to unlocked lcd keypad connector. Unable to perform the displacement test due to no button response. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported via phone call, that the esc button on the insulin pump is unresponsive. Customer's blood glucose level at the time 88 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.